Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.2, 6.7 and 8.0 inr. The corresponding lab result reported was 3.9, 4.2 and 4.8 inr.